Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks due to t-wave oversensing resulting in therapy exhaustion. A new template and reprogramming of the rate zones was discussed. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks due to t-wave oversensing resulting in therapy exhaustion. A new template and reprogramming of the rate zones was discussed. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks due to t-wave oversensing resulting in therapy exhaustion. A new template and reprogramming of the rate zones was discussed. No adverse patient effects were reported. Additional information was received which indicated that, this s-ICD was explanted. No additional adverse patient effects were reported.